Event description:
Device #1 of 3. Ref MFR report: 1627487-2014-26196, -26201. The patient was implanted with 2 leads with the same lot number (for off label use). It was reported, the patient was not receiving effective stimulation in her forehead. X-rays were taken and physician indicated the leads have moved and there may be a connection issue at the ipg. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.